Event description:
New information states the right atrial lead continued to exhibited high impedance, and alert was received. The lead was explanted and replaced successfully. No additional information was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. Upon interrogation, the atrial lead exhibited high impedance, loss of capture and undersensing. An alert for low atrial lead impedance on (B)(6) 2014 was also noted. The device was reprogrammed to vvi mode. The patient would continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection found external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie mark. All filars of the inner coil were also fractured at the suture sleeve tie down region. A scanning electron microscope evaluation verified all inner coil filars were fractured. The cause of the reported events was isolated to an external abrasion which is consistent with friction to device can and to the fractured inner coil.